Event description:
Returned product form was received indicating that the generator and lead were explanted 3 months after implant due to infection. Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, all quality control measures were met, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.